Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc investigated the subject device in combination with the endoscope owned by omsc. Omsc confirmed that an endoscopic image disappeared and noise occurred on the endoscopic image when a light mechanical shock or a light vibration was applied to the connector of the endoscope. In addition, omsc found that there were a water scale and a rust on the electrical contact of the video connector socket of the subject device. Also, the locking mechanism of the video connector socket became weak due to a broken parts of the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, there was the possibility that a contact failure of due to above mentioned factors might have caused. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during an unspecified laparoscopic procedure using the subject device. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury associated with this report.